Manufacturer narrative:
(B)(4).

Event description:
A caller reported a consumer felt like some part of the system tore in his back and it felt something like a band-aid. The consumer had a doctor's appointment tomorrow and requested a manufacturer representative be present. Additional information received from the caller indicated that some x-rays were ordered. Follow-up was being conducted to determine diagnostics performed and actions/interventions taken to resolve the reported event. If received, a supplemental report will be submitted. Indication for use included spinal pain.